Event description:
Event description guidant received information that during intubation of a patient with this implantable cardioverter defibrillator (ICD, inhibition of pacing was noted. The lower rate limit was programmed to 80 beats per minute but the heart rate was noted to have decreased to 30 beats per minute during the intubation. The patient experienced an approximate 10 second delay in pacing at which time, the patient's intrinsic rate of 30 was displayed.